Event description:
The surgeon inserted a plate collamer lens model cc4204bf. The lens was inserted and removed, without patient injury. After the lens was inserted, a scratch was noticed on the lens and the cause of the lens damage was unknown. The reporter could not recall the date of event.